Manufacturer narrative:
The customer reported that three devices contributed to three reported events (one device per event). In response to the reports, three initial medwatches: 2183502-2016-00369, 2183502-2016-00370, and 2183502-2016-00371 were submitted. The customer returned three used product for evaluation. It cannot be determined which sample was associated with which reported occurrence; therefore, the evaluation of the three returned samples will be used for each medwatch follow-up. Visual inspection of the returned products revealed no obvious defects; however, a pink tinge was observed on the inflation balloon and part of the inflation line of one of the returned products. Another sample had a pink mark on the neck flange. During functional testing, a syringe was used to insert 5 cc of air into each of the products inflation valves. The cuffs inflated without issue. The cuffs were deflated and re-inflated with 2.2 mm of water. The cuffs were allowed to rest for a period of 6 hours; no leaks were detected. Using a syringe, the cuffs were deflated and approximately 1.2 mm of fluid was removed from each devices. Approximately 1 mm of fluid remained inside the inflation system. The inflation valve was released using an open syringe which showed the residual fluid in the line. The amount of residual fluid in the line was determined to be normal. The investigation determined that all three devices showed no signs of leakage and operated as intended. No evidence was found to suggest an intrinsic product defect.

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
The father of the patient reported a product issue; he explained that his son's tracheostomy tube was found leaking at the cuff after less than 1 week's use. The patient's father explained that the cuff was filled with 2.2mm of sterile water, and only 1.2mm of water was removed. The father indicated that no patient injury resulted from the event.